Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). A device history record (DHR) review was performed for part: 03.812.003, lot: 8305047: manufacturing location: (B)(4), manufacturing date: 12.jul.2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the applicator inner shaft was used in surgery for spondylolisthesis, stabilizing l2-l3, on (B)(6) 2017. When the surgeon inserted a transforaminal posterior atraumatic lumbar (t-pal) implant with the implant holder into the intervertebral disc space and tried to release the implant, the applicator inner shaft could not release the implant. The surgeon put a nerve spatula between the tip the applicator inner shaft and widened it with a plier. And then, he finally could release the implant. It was confirmed that the implant was positioned properly by x-ray. The surgery was completed successfully with thirty (30) minutes surgical delay. There was no adverse consequence to the patient. The surgeon commented that he performed in accordance with indication for use (IFU) (no excessive hammering, no additional hammering forward). Concomitant device reported: t-pal implant (part # unknown, lot # unknown, quantity 1), plier (part # unknown, lot # unknown, quantity 1), nerve spatula (part # unknown, lot # unknown, quantity 1), knob (part # unknown, lot # unknown, quantity 1), applicator outer shaft (part # unknown, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. One (1) applicator inner shaft (part # 03.812.003, lot # 8305047) was received for the manufacturing investigation. The article is in a used condition. The fork at the front of the shaft is bent. During manufacturing investigation, all relevant and significant characteristics like dimensions and hardness were checked and found to be within the specifications. Additionally the device passed all functional tests. During the function tests and manipulation with the counterparts applicator outer shaft 03.812.001 and applicator knob 03.812.004 no problems were found by releasing the inner shaft 03.812.003. Some damages on the knob at the end of the inner shaft could be sign of false manipulation during attachment/detachment of the applicator inner shaft. For a complete investigation of the malfunction it would be helpful to have the whole set of instruments back. This would include the applicator outer shaft 03.812.001 and applicator knob 03.812.004 which was used together with the inner shaft 03.812.003. No product failure has been found during investigation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.